Event description:
The caller reported that a pt had a 6dct tracheostomy tube with a leaking cuff. The pt is a female in a nursing home. The respiratory therapist at the nursing home stated that the tracheostomy tube was pretested to maximum inflation, deflated, lubed with surgilube and was placed in the pt. The tracheostomy tube was in the pt for 10 days. The inner cannulas were replaced every day. They noticed a gradual leak because of the tidal volume loss, and the pt could talk. The tracheostomy tube was replaced.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.